Event description:
The customer reported that the system was not saving images and was very slow to respond. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the hard drive, then reloaded software (B) (4) back onto system. He reloaded the node and config data then rebooted the unit and verified system operation. The system operates as intended.